Manufacturer narrative:
The lead was capped and it will not be returned for analysis. As a result, the allegations against this lead (high impedance) cannot be confirmed. No manufacturing defects were found during device history review. The potential effect to the patient for the reported failure may be related to: threshold increase, leading to less efficient pacing and more frequent battery replacement, and the lead may require a second procedure for repositioning or removal. The potential causes of this failure may be: damaged coating on tip, improper lead placement, fractured conductor filars, and adhesive present on electrodes. There are no adverse patient effects reported from this event. High impedance is a recognized clinical event referenced in the instructions for use (IFU). Based on this investigation a CAPA is not required.

Event description:
On (B)(6) 2013 the customer reported, their sales representative, reported that this lead had an impedance of more than 3000 ohms. The lead was programmed to unipolar. The device remains actively implanted for approximately 8 years, 10 months. Additional information received on 8/24/2017. A call and registration form received for the patient informed us that the patients oscor lead was capped due to the lead no longer functioning.